Event description:
It was reported that the haptic of the aq5010v silicone three piece lens tore off during insertion and there was no patient injury. No further information provided.

Manufacturer narrative:
A lens work order search was performed and two similar complaints were found. Per medical review - reportedly, intraoperative lens exchange was performed to address bent haptic of 3-piece silicone iol. The incision was not enlarged and no other tissue damage was reported. Another lens was successfully implanted at the same surgery date. No reported postoperative sequelae. It should be noted that user error(technique during loading or handling) could have caused/contributed to the event. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed a haptic was bent and there was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Device history review - device history record review found associated source lots were manufactured within established parameters and limits. This is a resubmission to correct the MFR#. The MFR number was reported incorrectly (MFR# 2023836-2014-00627). Claim# (B)(4).